Event description:
It was reported that the 3.0 x 15 mm nc trek dilatation catheter was advanced into the patient anatomy for post dilatation of a newly implanted stent. The device was advanced without resistance past the stent and then pulled back for positioning; however, the shaft of the dilatation catheter separated inside the patient anatomy. The balloon of the dilatation catheter was not inflated, as the separation occurred during positioning. A second dilatation catheter was advanced to trap the separated segment and all devices, including the guide catheter, were removed as a single unit. No portion of the separated device remained in the patient anatomy. Post procedure, the physician commented that a kink occurred during preparation of the device; however, the 3rd year fellow who prepared the device did not realize that this was an issue. As there was no resistance noted, the physician believes that this was the cause of the separation. No additional information was provided.

Manufacturer narrative:
(B)(4). Initially reported as returning. (B)(4) - originally reported as not labeled. Used after a kink was noted during preparation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instruction for use states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.